Manufacturer narrative:
Investigation into this event showed that the negatively biased qc results were confined to one reagent pack, acceptable qc results were obtained. No further investigation of the reagent pack involved is possible. The root cause of this event could not be determined.

Event description:
A customer observed negatively biased valp qc results on the vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.